Event description:
The hcp reported, that the pt had experienced a shocking or jolting sensation following environmental exposure to a theft detector or security gate at an immigration bldg. The device had been turned on at the time of exposure. The pt was subsequently admitted to the ER. The pt had been able to indicate there was a problem; the symptoms had been located at the paresthesia area and over her entire body. The rep interrogated the system on the same day; impedance readings greater than 4000 ohms had been detected on all or some of the bipolar pairs. The pt had received adequate therapy benefit for her left leg when settings were "at around 6v"; she felt stimulation in her lower right leg with settings at 7.5 to 8v. There was no change in stimulation from either palpation of the pocket or from pt movement. It was advised to increase the default test values and to re-run the test. It was unk if there was an open circuit. Results of initial implant x-rays were not available to determine if lead migration had occurred. X-ray analysis of the lead and extension area was suggested to look for device fracture. The pt's status was reported as fair; the hcp had anticipated delivery for a programmer device to turn the pulse generator off. The rep reported, that the pt had received stimulation after reprogramming. The rep had provided the pt with print-outs of telemetry findings for review by the following physician. The ER had planned to provide medication to the pt (drug unk), prior to her discharge to a relative's home. The following physician reported, that the pt had not been seen for follow-up after the event; "we have no idea what she had done to cause the problem." The system settings were unk at the time of the incident; the last readings had been dated 2007, and were not provided. Follow-up via phone with the pt (date unk), showed that the device had stopped working. The pt was able to indicate there was a problem and reported that the "device was turned off". It was unk if there had been tissue damage. The current status of the pt had been reported as "she has device off and is not cleared to travel here due to other medical problems"; and clinical outcomes were not known. Follow-up was anticipated with the pt after the rep would see her. Add'l info has been requested from the rep.

Manufacturer narrative:
.